Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7170591; medical device expiration date: 06/30/2022; device manufacture date: 06/19/2017; medical device lot #: 7227696; medical device expiration date: 08/31/2022; device manufacture date: 08/15/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 30 ml bd¿ syringe with luer-lok¿ tip had multiple issues noticed before use such as particulate contamination, damage, and inclusions. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the 30 ml bd syringe with luer-lok tip had multiple issues noticed before use such as particulate contamination, damage, and inclusions. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Four samples were returned from batch 7227696. Two syringes had ink dots on them. One syringe had a damaged plunger rod. One syringe did not have any defects. Six samples were returned from batch 7170591. Two syringes had damaged plunger rods. Two syringes had an ink smear on them. Two syringes had ink dots on them. Ink dots can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing dots of ink. The plunger rod damage likely occurred during a jam in the assembly machine. If a plunger rod miss feeds into the assembly machine, it can cause jams or break the barrels and plunger rods. Smeared print can occur when the printing pad is worn down, the pressure from the pad to the barrel is low, or when the outfeed printer chain is out of time because of a jam in the printer. No corrective actions are required at this time. Defect rates are within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.